Manufacturer narrative:
This report is submitted on may 12 2020.

Event description:
Per the clinic, the device was rubbing against the patient's ear and the patient subsequently developed an infection. Clinical management is ongoing.